Event description:
It was reported that the device did not alarm when a leak occurred. Incident occurred without a patient been involved, so no patient injury or harm reported.

Manufacturer narrative:
H10: the investigation for the reported failures has now been completed. The device intended for use in treatment has been returned and evaluated. A relationship between the reported failure and the device has been established. A visual inspection found the top case and insert broken. The functional evaluation found that the vacuum pump was defective, the device failed both the blockage and leak tests, failing to alarm under expected conditions. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. The investigation into your complaint is now complete and has been recorded as mechanical component failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.